Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working wall outlet, tandem charging cable, and tandem wall adapter, and charging connection was not recognized even after remaining plugged in for at least 30 minutes, with no visible damage to silver usb port and no power source alerts in pump history. There was no reported impact to the customer¿s blood glucose level. Customer tried a different wall adapter without success, and technical support arranged shipment of replacement tandem charging cable and wall adapter with two-day delivery, advising customer to use multiple daily injections if pump battery depleted before replacement charging supplies were received.